Event description:
One touch basic enhanced meter had missing display segments. The medical affairs specialist attempted to reach the patient by phone. As there was no answering machine to leave a message, a letter was sent. The patient obtained a result of 101 mg/dl on the reported meter at 1:00 am while feeling weak, trembling and nervous. They did not retest to see if the result was correct. They took no action to affect theie blood glucose level following use of the product. They contacted emergency services. A result of 300 mg/dl was obtained on the hospital device 3 hours later. They were treated with insulin. No further information was provided regarding the patient's testing and medication regimen. The patient's blood glucose level could have increased from 101 to 300 mg/dl over the course of 3 hours. There is no indication that they experienced injury or medical intervention due to the product. The customer care representative confirmed that the meter display was missing segments. Due to the missing segments, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.